Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
Recent in-situ measurements were indicative of a device malfunction. The patient still has some sound awareness. Re-implantation has been recommended but no date for surgery has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recent in situ measurements were indicative of a device malfunction. The patient still has some sound awareness.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition, under the silicone overmold there was damage to the active electrode likely caused by minute device mobility, which was determined to have led to further wire fractures over time. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. The patient still had some sound awareness. The patient was re-implanted.